Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the 2nd firing, the user could hear the battery struggle during firing. Once the device was opened, it was noted that one side of the staple line tried to close the staples and the other side had unformed staples (goal post shape). The knife also cut through the cartridge. A small amount of bleeding was reported. No blood transfusion was needed. The staple line was oversewed and another device was used to complete the procedure. A green cartridge was being used with buttressing material. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: notes from call on (B)(6): correction to event description: issue occurred on 3rd firing of device. Additional information: uses gore seamguard on both sides for all firings. Normally uses 3-4 greens followed by gold and then blue. This particular patient returned to another hospital with symptoms of a leak. A gi doctor identified the leak and attempted to stent, but was unable to. Surgeon decided to put patient on antibiotic drip for four weeks while maintaining a clear liquid diet. Drain was also placed. Surgeon now claims that the patient had a post-operative leak is in the same area where the staple line did not form. Call to surgeon on (B)(4) 2014 who provided some clarification regarding this event. He oversewed the staple line disruption during the original procedure and performed a leak test which was negative. He also said that on post op day one there was no evidence of a leak. They performed an endoscopy and attempted stent placement but the leak was low on the stomach and the stent wasn't long enough. The following day they again attempted to place a stent but the tissue was too edematous and they were again unable. A percutaneous drain was utilized to treat the leak successfully and the patient is now improving at home. The surgeon believes the leak is associated with the staple line disruption since there was damage to the tissue and typically, when a patient has a leak it is up higher near the esophagogastric junction. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. An intra-operative photo was received. Based on the photographic evidence of the subject ecr60g cartridge, the event description of unformed staples can be confirmed, however, the photograph does not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.